Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Na. Was there any torturing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Na. Were any unexpected noises heard? Asku if so, when? Na. Did anything unexpected happen prior to this incident? Na. Was the device fired after this incident in or out of the patient? Na.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had issues with clips forming properly, said "clips were not closing/forming tight/completely". A second clip applier was opened and the same issue happened with the second one, completed the procedure with a third one. There were no patient consequences.